Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was explanted due to the patient not seeing well and seeing halos. The patient mentioned the symptoms on the 1 day post op. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The lens is inside a syringe in a clear watery solution in tow pieces with additional optic damage. Product history records were reviewed and all documents indicate the product met release criteria. The root cause could not be determined for photic phenomenon halos and vision blurry/decreased vision. Lens damage was observed. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).